Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Battery testing showed that the battery charged normally. Review of the device logs revealed a single occurrence of a power failure following a battery alarm. The reported failure could not be reproduced during in-house testing and the device passed the service testing specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm followed by a total power failure of the device. There was no patient injury reported as a result of this incident.